Event description:
It was reported that they were not able to adjust stimulation. It was noted that the display was showing a ¿call your doctor¿ icon. It was noted that the patient¿s stimulation acted wacky and turned off and back on randomly. It was noted that this was described as a shocking sensation. It was noted that it has been happening for over one year to one and a half years. It was noted that the patient also reported a call your doctor symbol on patient programmer. It was noted that the patient did not know what code was on the programmer. It was noted that high impedances were measured on multiple contacts and impedances greater 40 ,000 were recorded. It was noted that impedances were tested at 3 v against each reference electrode. It was noted that electrodes 6, 8, 9, 12, 13, and 14 had impedances greater than 40,000 on all contacts. It was further noted that electrodes 0, 1, 2, 3, 4, 5, 7, 10, 11, and 15 had impedances greater than 40,000 in reference to electrodes 6, 8, 9, 12, 13, and 14. It was noted that the front neurostimulator was perfect with no issues. It was further noted that the bad impedances are on the battery in back that was directly connected to the lead. It was noted that the patient was programmed on 6, 7, and 14 for therapy. Additional information requested but was not available at the time of this report.

Event description:
It was later reported that the patient was reprogrammed around the out-of-range electrodes, and ¿good stimulation coverage¿ was obtained. It was noted that the patient was instructed to contact the manufacturer¿s representative with any further issues, and the re presentative had not heard back from the patient.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743,serial# (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).